Event description:
It was reported that ongoing, intermittent occlusion alarms occurred. Reportedly customer changed pump supplies to troubleshoot the issue. At the time of the report a system check was performed by tandem technical support, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.